Event description:
It was reported "handle of sheath broke off during insertion. They opened a stand alone sheath." There was no patient harm or injury.no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "handle of sheath broke off during insertion. They opened a stand alone sheath." There was no patient harm or injury.no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for analysis. Definite signs of use were observed. Visual analysis revealed that one peel away sheath extrusion was separated directly adjacent to the tab. A portion of the tab was also broken and separated. Remains of the extrusion was still within the separated tab. The other tab was intact. It was additionally noted that one score line was completely torn. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The outer and inner diameters of the sheath could not be measured due to the damage. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed, and a relevant finding was identified. A non-conformance was created for part number eb-01052-002 with batch 34c23k0189 regarding "peel-away sheath tears incorrectly". The customer report of a broken peel away sheath tab was confirmed by visual inspection of the returned sample. The peel away sheath extrusion was separated directly adjacent to one tab. Based on the customer report and sample received, the root cause of this event is manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature. Corrected data: ...